Event description:
The customer reported the system is displaying a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reconfigured the cmos setup. System operates as intended. (B)(4).